Manufacturer narrative:
H10 smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. H10: this device was originally reported in asr #e2002013 for q1 - 2017 as "no product returned". Based on a subsequent FDA review of the alternative summary reporting program, asr exemption #e2002013 was revoked. The device has since been returned for evaluation and is being reported herein under the medical device reporting program (MDR). H3: device investigation narrative - one sterile 7207682 9x30mm biorci-ha screw returned. Dimensional inspection verifies that this is a 9x30mm product. This implant is two years old. The complaint indicated ¿device didn¿t work¿. The screw is in good condition. The head and proximal areas are not damaged. The threads are in good condition with exception of the most distal half turn of the thread is chewed up and missing; approximately 2.6mm. It is not known whether prep recommendations were followed; whether a starter, what size instruments and guide wire were used. It is unknown whether a notch corresponding with the starter depth was created for best results. The observations indicate contact with an instrument or tool. IFU reads: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use¿. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted. C-0134436

Event description:
It was reported that the device didn't work. No additional information regarding the nature of the device issue was provided. A backup device was available and no patient impact was reported.